Manufacturer narrative:
Concomitant medical product: product ID: 3778-60, serial# unknown, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: unknown, ubd: 11-aug-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had surgery to replace their ins which was overdischarged. The patient reported that they have not used their spinal cord stimulator (scs) for a few years. The rep was unable to check impedances until the time of surgery. The patient was not recharging due to compliance. The rep reported that there were high impedances on one lead for an unknown reason. The patient was under general anesthesia so testing wasn't done intra-op. The lead was reseated 3 times, and there is a possible open circuit on electrode 6. There were no further actions taken today. The plan is to see the patient at their post-op appointment at day 10 to program and try to capture coverage to avoid a lead revision. No further complications were reported. No patient symptoms were reported.